Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There is no indication the alleged product issue caused or contributed to an adverse event. The device was returned to the manufacturer and investigated by product analysis on 06-feb-2018. On investigation, the pump powered on with a dim, faded, discolored display screen. Investigation duplicated the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery.